Event description:
It was reported to philips that the system was unable to perform exposure. The user performed a restart, but the issue persisted. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the patient was transferred to another device to continue the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to make exposure and the system reported "tube defect". The fse measured the small and large focus filament inductance and found that the cause is related to filament open circuit. To resolve the issue x-ray tube was replaced. The x-ray tube was returned for further analysis. Functional testing was performed the tube failed with both filaments blown after intensive usage. After replacement of the x-ray tube, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the patient was transferred to another device to continue the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to make exposure and the system reported "tube defect". The fse measured the small and large focus filament inductance and found that the cause is related to filament open circuit. To resolve the issue x-ray tube was replaced. The x-ray tube was returned for further analysis. Functional testing was performed the tube failed with both filaments blown after intensive usage. After replacement of the x-ray tube, the system was returned to good working condition. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.